Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart disease and cancer. The patient did report to receive medical intervention for the illnesses. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-00488-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused heart disease and cancer. The patient did report to receive medical intervention for the illnesses. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found deposit of foam particulate on the fit tool, evidence of liquid intrusion in the device. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes contamination found were consistent with deposit of foam particulate on the fit tool and liquid intrusion in the device. The manufacturer concludes there was evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a cardiac disease and cancer associated with concern of foam degradation and foam particulates. There was no medical intervention required by the patient. The reported event of cardiac disease and cancer was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.